Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision and loss of best corrected visual acuity on the left eye (os) due to the incorrect laser treatment. The date of treatment was on (B)(6) 2017 and the date of discovery was on (B)(6) 2017. The surgery center found that patient was treated for a +1.50 cylinder as opposed to a -1.50 cylinder. The patient experienced loss of best correct visual acuity (bcva). The patient complained of double and blurry vision on the left eye. The patient is scheduled for an enhancement at a later date. Bcva from (B)(6) 2017: right eye pre-op 20/15 -.50 x -1.75 x 4, left eye pre-op 20/50 2.50 x -1.50 x 1. Bcva from (B)(6) 2017: right eye post-op 20/20, left eye post-op 20/50 1.50 x -4.00 x 0.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.